Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of pictures. Review of the picture provided by customer confirmed the foam scuffing. However, the device or packaging was not returned for inspection. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). The event occurred in (B)(6).

Event description:
It was reported that the sterile foam packaging insert was damaged. The polyethylene bag was also damaged. The device was used. Attempts have been made, and no further information has been provided.